Event description:
I had hulka filshie clips placed on my tubes on (B)(6) 2012 without my knowledge within a month after I started having irregular pains before, during and after my menstrual. I've had several different surgeries to keep from having a total hysterectomy which is coming because the last 2 surgery 2 weeks ago didn't help). These clips were used without my knowledge and I didn't find out they were there till after intense test and x-rays reviewed. I had metal inside my body and it was later determined it was indeed the metal clips.